Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited a whitish foreign material in the jet tube and foreign object in the instrument guide protector. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 the correct date was 05/24/2024. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, olympus confirmed that foreign material came out of the device, but the type of material or root cause cannot be identified. There was no deviation from IFU in the reprocessing steps for the area where foreign material remained. There was no physical damage at the foreign object detection point. The suggested events are detectable or preventable by handling the device in accordance with the following IFU. IFU states the detection method in the gif/cf/pcf-190 series operation manual chapter 3, preparation and inspection. IFU states the preventative measures in the gif/cf/pcf-190 series reprocessing manual, chapter 5, reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.